Event description:
The customer reported via phone call that she had received a new insulin pump and she was having high blood glucose while on manual injections. Customer stated that she was used to being in the 600's mg/dl. Customer stated that her health care professional has her on a gradual adjustment and was teaching her to count her carbs. Customer stated that she was in the doctor's office yesterday while setting up the pump. Customer's blood glucose was 359 mg/dl. Customer's first blood glucose on the pump was low at 92 mg/dl. Customer declined troubleshooting for a high blood glucose. Customer stated that she gave a correction with insulin and had 2/3 cup of wine. Customer then went to bed. Customer stated that if her blood glucose drops below 100 mg/dl, she gets shaky, nauseated, and wants to faint. Customer stated that she is doing okay now and is happy with her pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.